Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received higher sensor scan results than the unspecified readings on a competitor's device. It is unknown whether the customer noted a trend arrow on the device. No symptoms were reported. It was noted that the blood sugar during incidents ranged from 150 to 160. The hcp meter glucose reading was 55 mg/dl upon hospital admission. The sensor reading was 140 mg/dl while the fingerstick reading was in the 60s. The customer received juice and glucose IV to raise blood sugar. There was no report of death or permanent impairment associated with this event..

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.